Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported: ¿at 9:28 (after 12 mins of infusion), patient's wife alerted primary nurse (pn) that pt's IV was leaking keytruda. Pn paused medication, placed crib sheet under pt's arm, inspected IV tubing, and located leak at the blue cap (end of IV extension fom piv insertion site) and texium juncture. Disconnected texium and blue cap, then cleaned pt's arm. Took keytruda and tubing to pharmacy. Pharmacy confirmed texium was not bonded and advised to replace blue cap and remove texium from IV line of the keytruda. Restarted the keytruda without the texium and with a new blue cap without any leaking. Pt finished keytruda without any further leaking.¿